Manufacturer narrative:
(B)(4).

Event description:
It was reported in the cath lab that difficulty was encountered during insertion "the intra-aortic balloon was kinked at the end so the guidewire could not go through". The issue was resolved by device being removed and replaced into the same insertion site. The attempt was successful. There was a reported delay and interruption but no harm caused to the patient. There was no reported patient death, injury or complications. Medical/surgical intervention was not required.

Manufacturer narrative:
(B)(4). Teleflex received the device for evaluation. The reported complaint that the iab was kinked is confirmed. A kink was noted near the bifurcate of the iab during functional testing, and as a result, the guidewire was unable to freely advance through the central lumen. The kinked central lumen potentially occurred while removing the iab from the tray. The root cause of the kink is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This issue will be monitored for developing trends.

Event description:
It was reported in the cath lab that difficulty was encountered during insertion "the intra-aortic balloon was kinked at the end so the guidewire could not go through". The issue was resolved by device being removed and replaced into the same insertion site. The attempt was successful. There was a reported delay and interruption but no harm caused to the patient. There was no reported patient death, injury or complications. Medical/surgical intervention was not required.